Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "partially deflated" implant. The device remains implanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of visibility/palpability, cyst, deflation and deformation was requested on march 06, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ cyst: unable to observe since it is not related to the device. ¿ deformation: not observed. ¿ deflation: not observed. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient called to report "partially deflated" implant. Later patient reported "breast deformity", "moderate chest wall asymmetry", "fibrous breast tissue no lymphadenopathy". This record is for the left side. The device has been explanted.

Event description:
Patient reported left side "partially deflated" implant. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d.6b, h6.